Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device did not detect the cassette. The device was not dropped and no physical damage. There was no reported patient involvement.

Manufacturer narrative:
One device was received for analysis with complaint that the device did not detect the cassette. There were no services previously reported. Event history was reviewed. Visual and functional testing was performed, and complaint was confirmed. The flex circuit was damaged. All tests passed within specification.